Event description:
It was reported that the device was detecting an invalid syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Chipped out on lower left front corner of top case and broken screw standoff on bottom case. Invalid syringe size found in pump event history log. Syringe test was unable to duplicate the reported problem. The broken bottom case is the result of a vendor molding defect. The root cause of the reported issue was vendor defect. Actions were taken to mitigate the reported issue: replaced size pot for preventive and replaced bottom case.